Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of over 400 mg/dl and that the reservoir may be leaking. Troubleshooting assisted customer with checking to see if the sensor could hold a charge. Customer indicated that the blood glucose came down after changing the infusion set and that they feel fine.